Event description:
It was reported that this was an arteriotomy closure of the heavily calcified left common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, the foot of the prostyle device was closed successfully with the lever after suture deployment; however, there was difficulty removing the device from the patient anatomy. Some force was used and a small "nick and spread" was performed and the prostyle device was able to be removed. There was no tissue/vessel damage and no portion of the prostyle device broke or separated. As the suture was still in the vessel, an attempt was made to advance the knot with the knot pusher; however, there was difficulty advancing the knot. The suture trimmer was also attempted and finally the suture was able to be pushed down enough to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The prostyle device was removed with some force. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6:medical device problem code correction- removed device code 1528 and added device code 1212.